Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. A review of the data management system (dms) showed variable glucose data with occasional sg/bg mismatch. The user was assisted with a sensor re-link on (B)(6) 2025 as an initial troubleshooting measure, and the system was monitored for a few days. However, the sensor glucose data continued to show variability. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection and functional testing were performed, and no anomalies were observed. In-house testing on the returned sensor showed no malfunction. A review of the in-vivo raw data indicated instability in one of the sensing areas. The system's internal quality checks detected the issue and triggered quality flags, and this was appropriately de-weighted by the system and was therefore not expected to contribute to the observed inaccuracy. The remaining three sensing areas showed no anomalies, and the root cause for the observed performance issue could not be determined. The performance deviations may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance which could not be reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 18 feb 2026. G3. Date received by the manufacturer? 18 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.